Event description:
It was reported to st jude medical that during routine follow-up, the unloaded battery voltage dropped to near eri after 1 yr of svc with the diagnostics showing only 3 cap maintenance events along with .06% brady pacing. The decision was made to explant the device.